Manufacturer narrative:
The investigation for the reported purge leak has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the purge leak could not be determined. As noted in the impella IFU: purge leak-pump: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon connecting the purge line to the yellow luer of the impella pump, the purge pressure dropped. The purge sidearm was inspected, and the reservoir was found to be cracked and leaking. The pump was removed and replaced along with the cassette and console, and no patient harm was reported.